Event description:
The customer reported to olympus, during routine testing, the endoscope tested positive for microbial contamination. The suction channel tested positive for seven (7) colony forming units (cfu) of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization processes. Pre-cleaning is performed by aspirating water through the instrument/suction channel. The air/water channel and the auxiliary water channel are also flushed. No detergent is used for precleaning. Manual cleaning is then performed by brushing the instrument/suction channel, suction cylinder, and instrument channel port with an olympus brush and aniosyme x3 detergent. The scopes are then cleaned in a soluscope 4 automated endoscope reprocessor (aer), using soluscope clean detergent, and soluscope paa disinfectant. Their storage practice is surestore storage system. Olympus is the maintenance company. The scopes are not sterilized. The aer was reportedly microbiologically tested, but the test results were not provided to olympus. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test performed at the third-party labs, provided from olympus: sampling from: all channels, cfu: 1cfu, bacterial identification: gram positive bacteria. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the distal end cap cover insulation did not met the threshold, the bending section rubber glue was separated, the scope connection cover was cracked, the air/water and suction cylinders were scratched, the key top one was cut, the up/down angulation was less than the specified value, and the biopsy channel showed wear and tear. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.